Event description:
It was reported that the right ventricular lead had dislodged and exhibited sensing issues. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).